Event description:
It was reported that in a case involving the mid lad, after predilatation, a stent was advanced but it would not cross the lesion. After additional dilatation and a guide wire change, the pixel was deployed and it was difficult to remove the stent delivery system (sds) from the stent. Proximal to the deployed stent, the vessel occluded. A stent was then deployed proximal and flow was restored. The cause of the occlusion is unk.